Event description:
Clinical Narrative:An Impella CP was inserted via the right femoral artery to support a 84-year-old male patient who had been admitted with coronary artery disease and plan for a Protected Percutaneous Coronary Intervention (PCI). The patient's underlying medical history and presenting Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not shared.The CP was inserted and support was initiated. After this the patient went asystole and required external pacing and atropine. The team made decision to place a temporary pacer however it was not utilized for the remainder of the procedure. At the conclusion of the PCI procedure the pump was weaned and explanted without noted events.As further clinical details and medical history are unknown, the relationship of the asystole to our device cannot be conclusively dissociated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.